Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient was discontinued from the clinical study on (B)(6) 2015. At the time of discontinuation there was not a report of high impedance on electrodes 9 and 10. At the time of discontinuation the patient opted to continue therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3777q45, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type:lead. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The healthcare professional of the clinical study reported the patient had high impedance on electrode 9 and 10. A system medication involving the leads was done on (B)(6) 2014 and the high impedance resolved. The device was interrogated in september and there were no high impedances. The event was considered resolved. Patient indication for use is failed back surgery syndrome and non-malignant pain.